Event description:
A customer reported experiencing a tandem mobi cartridge alarm during the load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l). Technical support confirmed the alarm and instructed the customer on steps to address the issue, including an attempt to resolve the problem with a bolus, which was successful. However, attempts to resume insulin therapy by reloading the cartridge were unsuccessful due to recurring alarms. Consequently, technical support arranged to replace both the pump and the original cartridge and advised the customer to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Training for the replacement pump was made available, and the customer was informed of delivery details and advised on procedures for returning the problematic pump.